Event description:
Patient had disease in proximal sfa 2cm concentric disease 70% occluded. Mid sfa disease concentric 2cm. A 40mm stent in popliteal occluded above knee joint. Ran the navitus over a spider filter. Did not have much bog down blades up and blades down. Attempted to take navitus off the wire. Filter wire got stuck into the navitus. Pulled everything as one unit. Shot an angiogram, great result distal emboli sitting on top of tp trunk. Used 1.6mm g3 sf to suck out emboli. Got a marginal result. Used kissing balloons in at and tp trunk. Decent angiographic result. Left it alone.

Manufacturer narrative:
Event consists of a jetstream device getting stuck on a filter wire allegedly resulting in a distal embolization during a jetstream procedure. The patient is a female of unknown age and medical history with the exception of a previously placed 40mm stent in the popliteal. The patient presented with a concentric 2cm / 70% occlusion in the mid superficial femoral artery (sfa). The patient had a 40mm stent that was occluded in the popliteal above the knee joint. The physician ran the jetstream navitus atherectomy catheter over a spider filter wire. The navitus device did not experience much bog down with blades up or down during activation. When the physician attempted to remove the navitus device over the spider filter wire the filter wire became stuck on the navitus device. The physician removed the navitus device and spider filter wire out as one unit. An angiogram was then performed and showed great treatment results; however, a distal emboli was observed to be sitting on top of the tibio perineal (tp) trunk. The physician used a jetstream g3 sf (1.6mm) atherectomy catheter in an attempt to remove the emboli. This procedure had marginal results. The physician then used kissing balloon technique in the anterior tibial (at) and tp trunk. The balloon procedure resulted in decent angiographic results so the physician decided to leave the vessels as they were. The jetstream navitus instructions for use (IFU) cautions and notes the user: "do not manipulate the jetstream navitus catheter against resistance unless the cause for that resistance has been determined. Damage to the vessel or device may occur." "Use only compatible guidewires and introducers with the jetstream navitus system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream navitus system." "Do not treat when the catheter tip is positioned retrograde to the blood flow (against the flow of blood). This can potentially compromise the infusion and aspiration capabilities of the jetstream navitus system." In this case the spider filter wire is not listed in the jetstream navitus IFU as a compatible device. The jetstream navitus device was not adversely affected but the incompatibility of the devices may have contributed to the sticking of the spider filter wire to the navitus device which prohibited the lone removal of the navitus device. This event is reportable since the association between the sticking of the jetstream navitus device and the spider filter wire and the subsequent noted distal embolization which required intervention to treat cannot be conclusively ruled out.